Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that during surgery, the device had a burnt smell and it displayed "short circuit detected". Delay in the case or patient injury were not reported. It is unknown if a backup device was available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with alarm sounding and "short circuit detected" error message on both mdu ports. Cause of alarm and error is shorted electronic components on the main pcb. Reason for electronic component failure is unknown but a shorted out mdu is a possibility. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be defective electronic components on the main digital pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A corrective action has been initiated to mitigate future recurrence of similar events.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation